Event description:
The customer reported the ventilator display is blank. There was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that the burnt out cold cathode fluorescent lamp (ccfl) backlight causes the blank screen display.